Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue; unit has power but does not sound at all. (B)(4).

Event description:
Customer reported the alarm has power but does not sound when there is nothing attached to the alarm. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm reported. Customer did not provide a date when this was discovered. No patient incident or injury was reported.